Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed the cable breaking. Additional observation related to the customer reported complaint: the instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.217 x 0.329¿ in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Event description:
It was reported that the customer observed that the 8mm permanent cautery hook instrument was broken and the equipment was broken upon opening the package. There was no report of patient involvement.